Event description:
Customer experienced imprecision in troponin t results for two pt samples. Sample 1, initial result gave <0.010 ng/ml; repeated twice gave 0.019 and 0.010 ng/ml. Sample 2, initial result gave <0.010 ng/ml; repeated twice gave <0.016 and 0.010 ng/ml. No info provided to determine if pts were adversely affected. If additional info is received, appropriate notification will be provided.